Manufacturer narrative:
(B)(4). Date of initial report: 11/03/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during use of the device, sparks were seen. A little crack was noted on the electrode extension. A new extension was used. There was no patient injury. Covidien's initial evaluation of the incident device found the insulation was scratched down to bare metal. The extension failed hipot testing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Evaluation of the incident electrode extension confirmed the insulation was compromised resulting in the device failing hipot testing. There was mechanical damage along the entire shaft of the insulation in the form of nicks and scrapes, with concentrated damage in the areas that failed hipot testing. The instructions for use warn the user to inspect the extension frequently (before and after each use) for cracks, nicks, cuts, dents or depressions, which may decrease the insulation effectiveness and may result in burns to the surgeon or patient.